Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was stepped on causing the touch screen to become shattered and non-functional for the delivery of insulin. Customer's blood glucose was 190 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.